Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported the patient was experiencing a display error with one (1) controller. There was no reported patient injury related to this event. The controller was taken out of use a new controller was issued to the patient. The reported controller was returned to the manufacturer and evaluated. Upon evaluation the returned controller passed both visual inspection and functional testing; however ps1, when disconnected, would fluctuate between showing no connection and connected to an ac adapter. Review of the log files did not confirm any issues with the controller. The most likely root cause for the reported event may be attributed to the intermittent ps1 affecting the way that the uic was interpreting whether a battery or ac adapter was hooked to the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Even though a controller malfunction is a failure mode that could potentially lead to patient harm, clinical results and commercial experience demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller did not correctly display what type of power sources were connected. When the controller was connected to two batteries it would show that either a controller alternal current (ac) or direct current (dc) adapter was connected. A controller exchange was performed. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.